Event description:
It was reported that a pin hole was found on the catheter during contrast injection. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.